Manufacturer narrative:
Manufacturing record review: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of event is unknown. Because the lens remains implanted at the time of submitting the emdr, date of explant is not applicable. Because the lens remains implanted at the time of submitting the emdr, the lens is not being returned at this time. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient was referred for neodymium yittrium-aluminum-garnet laser (nd: yag) with symptoms reported to be typical of posterior capsular opacification (pco), but laser treatment failed to improve the opacities. It was reported that there was apparent progressive intraocular lens (iol) surface calcification. In addition it was reported that the patient is experiencing glare. It was reported that the outcome significantly interferes with some of the patient's daily life activities. The doctor stated that consideration for a lens exchange and evaluation is ongoing. No further information was provided.